Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor reported a skin irritation under the lifevest. The skin irritation was described as pink, red, and purple. The patient's doctor prescribed antibiotic cream. Follow up was completed and the skin irritation had improved.